Event description:
It was reported a couple years later that the lead migrated in the patient¿s left leg and had to tap onto right leg leads/wires. Additional information has been request to find out more information regarding this event. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient's implantable neurostimulator's (ins's) modulation velocity "kicks in and out." The patient did note that her ins changed velocity depending on position. When lying on her back, the velocity was intense; then, without any movement on her part, it "cut out," and then "resurged to full velocity." Prior to that, the ins would remain at an intense velocity without cutting out while she was on her back. It was noted that the patient did have a lead that migrated and was only receiving stimulation from 3 of 4 channels, but was still getting "complete spinal cord stimulation" to her upper and lower extremities. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient had received assistance from a manufacturer's representative and her concerns were resolved. The device settings were adjusted.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, : serial#: (B)(4). Product type: recharger, product ID: 37743, serial#: (B)(4). Product type: programmer, patient: product ID: 3708260, serial#: (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID: 3708240, serial#: (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID: 3487a-33, lot#: v394034, implanted: (B)(6) 2010. Product type: lead: product ID: 3487a-33, lot#: v463917, implanted: (B)(6) 2010. Product type: lead: product ID: 3487a-33, lot#: v277187, implanted: (B)(6) 2010. Product type: lead: product ID: 3487a-33, lot#: v375102, implanted: (B)(6) 2010. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).